Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a loss of communication between the graphic user interface (gui) display and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred the customer reported having replaced the graphical user interface (gui) printed circuit board (pcb) and the covidien service engineer uploaded the latest version of the operational software. The unit passed all testing and operates within the manufacturing specifications